Manufacturer narrative:
Customer reported system error/ force sensor test error. Tamper seals were intact, device was in good condition with no appearance of any physical damaged. Force sensor test error was found at power up and force sensor reading is out of specs, at 0.00 lbs. The force reading is -1.02 lbs. Force sensor was out of calibration. Unable to determine who caused the problem. Performed pm maintenance and all functional testing. Cleaned and greased pump.

Event description:
It was reported that the device had system error. No patient injury was reported.

Event description:
Additional information received via email the error occurred during start up of device and no patient involved.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. A review of the event history log identified force sensor test error. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.